Event description:
Right subclavian swan ganz catheter inserted. Portable chest x-ray and kub films done. Patient taken to or for extraction of guide wire via right groin site. Patient tolerated procedure well. Failure to remove complete guidewire after insertion of catheter. Guidewire sheared and a piece remained in the patient after physician removed what he thought to be the entire guide wire.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.